Manufacturer narrative:
Device manufacture date: 18-jun-2013.

Manufacturer narrative:
Ulcers (blisters) developed in the left axilla, not the right axilla.

Event description:
Clinic reported a patient who developed ulcers (blisters) in the left axilla two days post miradry treatment. Keflex was initially prescribed but replaced with bactrim ds, bactroban ointment, and prisma (collagen stimulator to heal wound). Clinic confirmed the patient's symptoms were resolving.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed,s there were no issues during the disposable device manufacturing, including sterilization. Product met specifications prior to shipment. Weight were requested.

Event description:
Clinic reported a patient who developed ulcers (blisters) in the right axilla two days post treatment. Keflex was initially prescribed but replaced with bactrim ds, bactroban ointment, and prisma (collagen stimulator to heal the wound). Clinic confirmed the patient's symptoms were resolving.